Event description:
It was reported that this right ventricular (rv) lead had a dislodged shortly after implant. During next day pre discharge the lead exhibited loss of capture and the patient experienced pain. Subsequently, the physician decided to reposition the rv lead with no issue. Then, an echocardiogram was performed and everything looked fine. However, the physician decided to reposition the lead on the high septal wall due to a small perforation was suspected. When the lead was removed, the patient immediately lost blood pressure and was going into heart block. A new lead was placed on the high septal wall. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this right ventricular (rv) lead had a dislodged shortly after implant. During next day pre discharge the lead exhibited loss of capture. Subsequently, the physician decided to reposition the rv lead with no issue. No additional adverse patient effects were reported. The lead remains in service.